Manufacturer narrative:
H10: for the reported event, lot number was not provided. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for positioning issue. However, the investigation is inconclusive for filter tilt. A root cause has not been determined. The device was labeled for single use. H10: g4 (PMA/510k). H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced malposition of device and positioning issue. This information was received from one source. The malfunction involved a patient without consequence. The patient was reported as a 68-year-old female without weight provided.

Manufacturer narrative:
The device was not returned. Images were not provided. Medical records were provided and reviewed. The investigation is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced malposition of device and positioning issue. This information was received from one source. The malfunction involved a patient without consequence. The patient was reported as a (B)(6) year old female without weight provided.